Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was selected. After several attempts to advance the device into the target lesion, it was noted that the tip of the guide wire came off and remained inside the patient's body. The physician attempted to complete the procedure with unspecified devices to access the target lesion; however, the intended procedure was not completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).